Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the oxygen (o2) sensor prevented the electronic pt gas system (epgs) from calibrating. Error code 23-4003, can not calibrate occurred. The sensor shelf life was good until (B)(6) 2013 and was not wet or damaged. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) installed the original o2 sensor and it calibrated fine. Their biomed was trained by the manufacturer on this unit. Evaluation is in progress, but not yet concluded.